Manufacturer narrative:
The insulin pump passed the functional testing, including the operating currents test, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and no delivery tests. The pump was monitored for several days and no blank display was noted. There was no damage found on the c13/lcd isolation tape noted. The pump had a minor scratched display window.

Event description:
The customer's husband reported via phone call that the customer had a blank display on the insulin pump. Caller stated that the customer has had it 3 times over 10 days. Customer was sleeping and when she woke up, the screen was blank. Customer has been having problems since she started using the sensor. Customer's blood glucose was 300 mg/dl at the time of the incident. Caller stated that the display did not return after inserting a new battery. Customer had high blood glucose and treated using a manual injection. Caller stated that this is the third occurrence of a blank display on the pump. Caller was advised that the pump will need to be replaced. Caller was advised to discontinue use of the pump and revert to a back-up plan.